Manufacturer narrative:
The investigation determined that higher than expected vitros amon quality control results were obtained from a non-vitros biorad control fluid using three different vitros amon slide lots (1018-0253-3824, 1018-0253-5884 or 1018-0254-2654) on a vitros 5600 integrated system. The most likely assignable cause of the event is an instrument related issue. Unexpected results were obtained using three different lots of vitros amon reagent and two different lots of biorad control. After service actions were performed by an ortho field engineer (fe) which included replacing the evaporation caps, wear pads, cleaning the reflectometer, performing correction factors and adjustments to the dispense blade and metering to tip locator, post service vitros amon precision testing was conducted which yielded results that were within ortho acceptable guidelines. However, both lots of the biorad control fluid were processed post service and results were not acceptable. Although the most likely cause of the event is an instrument related issue, service did not resolve the issue, therefore an instrument related issue cannot be entirely confirmed. The investigation at the site is ongoing. A vitros amon reagent related issue is not a likely contributor of the event as unexpected results had been obtained on the vitros 5600 integrated system using three different lots of vitros amon reagent. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros amon reagent lots 1018-0253-3824, 1018-0253-5884 or 1018-0254-2654. Email address for contact office in manufacturer field is (B)(4).

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report higher than expected ammonia (amon) results obtained from a non-vitros biorad quality control (qc) fluid using three different lot numbers of vitros chemistry products amon slides on a vitros 5600 integrated system. Vitros amon slide lot 1018-0253-5884 biorad lot 54290 l2 results of 96.3, 100.7, 107, 107.5, 119.3, 106.6, 100.8, 98.6, 141.7, 106.8, 108, 99.6, 109.6, 116.2, 97.3, 180.4, 132.1, 102.5, 132.2, 124.4, 233.1, 173.3, 137.5, 110.6, 226.0, and 124.1 umol/l vs the expected biorad package insert mean result of 80.0 umol/l. Vitros amon slide lot 1018-0253-3824 biorad lot 54290 l2 results of 99.8, 129.7, 107.6, and 97.2 umol/l vs the expected biorad package insert mean result of 80.0 umol/l. Vitros amon slide lot 1018-0254-2654 biorad lot 54290 l2 result of 98.9 umol/l vs the expected biorad peer mean result of 83.24 umol/l. Vitros amon slide lot 1018-0254-2654 biorad lot 54330 l2 results of 132.90 and 101.50 umol/l vs the expected peer mean result of 83.50 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros amon results were from a non-patient fluid. However, the investigation cannot confirm that patient sample results would not be affected if the event were to recur undetected. There were no allegations of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4) / ivd (B)(4).